Event description:
It was reported that during a coronary stent procedure, the stent struts raised during an attempt to position the stent in the right coronary artery and before deployment. There was no pt injury reported as a result of this event.